Event description:
A be23012r stent was successfully deployed at a lesion in the left anterior descending coronary artery. After deployment of the stent, a lesion was noted at the distal end of the stent. A 3.0mm diameter by 9mm length be2 stent delivery system was then inserted through the previously deployed be2 stent to treat the distal lesion. During the attempts to advance the stent to the target lesion, the stent became stuck halfway through the previously deployed be2 stent. Upon attempt to pull the stent delivery system back, the stent dislodged from the stent delivery balloon inside the previously deployed be2 stent. A 2.5mm ptca balloon was then inserted through the dislodged stent and subsequently inflated to deploy the stent. The stent was deployed partially overlapping the be23012r stent. The 2.5mm ptca balloon was then used to dilate the distal target lesion with no improvement in the lesion appearance. There was no further treatment to the lesion. The pt was reported to be fine post procedure and there were no add'l clinical sequelae reported related to the event.